Event description:
It was reported that occlusion alarms occurred. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond. The customer's blood glucose was 229 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.